Manufacturer narrative:
Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer. Patient product ID: 377760, lot# v004735, implanted: (B)(6) 2006, product type: lead. Product ID: 377760, lot# v003346, implanted: (B)(6) 2006, product type: lead. (B)(4).

Event description:
It was reported that the patient had had a (B)(6) infection during implant. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.